Manufacturer narrative:
Lot number of the disposable device not provided by the complainant, therefore the expiration date is not known. Concomitant medical products: serial number of the myosure control unit, hysteroscope and aquilex not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4)

Event description:
It was reported a physician completed a myosure procedure for uterine tissue removal on (B)(6) 2016. The patient started to bleed heavily and would not stop. The physician inserted a foley catheter and admitted the patient into the hospital overnight for observation. The bleeding did stop, the patient was "fine" and discharged the follow day.